Event description:
It was reported that contamination occurred. A 4.00mm x 20mm nc emerge balloon catheter was selected for use. Upon opening the device package, it was noticed that a piece of rubber was found on the balloon shaft. The procedure was completed via an alternative device. No patient complications were reported.